Manufacturer narrative:
(B)(4). Batch # p5796j. Device evaluation summary: the analysis results found that the pph03 device arrived with no apparent damage without staples present and with the breakaway washer uncut and indented. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. Photo evaluation summary: upon visual inspection of a photo, the following was observed: the photo shows a pph device from top view with the safety disengaged and the washer appear to be uncut. Based on the photo the event describe cannot be confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a hemorrhoidectomy, a part of the deployed staples was unformed when the device was used on the anus. No sound of cutting the washer was heard at the firing. Bleeding occurred. The amount of the bleeding was unknown. No blood transfusion was required. Additional suture was performed to stop the bleeding and to complete the case. It was the anterior wall of the anastomosis site that the deployed staples were unformed. The bleeding occurred from the two places. The surgeon commented that he did not ligate the purse-string suture. There were no adverse consequences to the patient. Patient is stable.